Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported liquid leaking from underneath the architect i2000sr analyzer had reached the ups which caused some damage to the ups. The customer reported a burning odor in the lab. The customer removed the reagents and powered off the analyzer and ups. The field service engineer (fse) visited onsite and traced the burning smell to an electrical extension cable that suffered fluid damage and caused the breaker for socket 5 on the power distributor board to trip. The cable had been laying on the floor and had suffered some visible charring inside the plug connector. The fse had removed and discarded the cable and replaced it with a new cable from the customer¿s inventory. No issues with the ups which stands on a platform 5cm above the floor and no other issues were reported. There was no impact to patient management and no injury/exposure to user reported.

Manufacturer narrative:
Service found evidence of damaged/charred electrical extension cable seated on the floor contributed the burning smell due to leakage from the valve, manifold kit (rohs) on the architect i2000sr (isr06145). Service replaced the valve, manifold kit (rohs)_ part number 7-77612-03 as the likely cause for the issue, resolving the issue. The module function was verified with a control/precision run. A review of the architect i2000sr isr06145 service history, revealed no additional issues of burning smell due to leaking from the valve, manifold kit (rohs) reported on the architect i2000sr (isr06145). The trending review determined no trends were identified for the architect i2000sr and for the valve, manifold kit (rohs) related to the issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The ups electrical extension cable seated on the floor during valve, manifold kit (rohs)_part number 7-77612-03) leaking/flooding; the burning smell did not spread to other parts of the module. Device history review identified no non-conformances or deviations for the analyzer and for the part. Labeling found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.